Manufacturer narrative:
Physio-control further evaluated the removed power supply and it was determined that the cause of the reported issue was due to integrated circuit (ic), designator u1. U1 was inoperative and caused the device to power itself off.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. The power supply assembly was replaced and other unrelated repairs were completed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device intermittently shuts itself off when attempting to perform the user test. There was no patient use associated with the reported event.